Manufacturer narrative:
The pod generated an 0x14 hazard alarm indicating pod is occluded. Timeouts were observed at the end of the pod's run in the download data. Blood was observed inside the hard cannula, preventing fluid flow. Once the blood occlusion was cleared, fluid could flow through. The blood occlusion within the hard cannula can be the confirmed cause for the 0x14 hazard alarm but the cause of the blood occlusion could not be determined. The soft cannula was observed to be shortened, preventing fluid from flowing through the entire fluid path. The timing and cause of the soft cannula damage could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 18 mmol/l (324 mg/dl) while wearing the pod between 49 and 71 hours. Investigation of the pod found that the soft cannula was shortened and damaged. Blood was also observed inside the hard cannula. The device was originally reported for an occlusion alarm. As treatment, a new pod was applied.